Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Explant surgery has not been confirmed.

Event description:
Healthcare professional reported rupture on an unknown side. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation.

Event description:
Healthcare professional reported right side ¿spontaneous rupture of saline implant.¿ the device remains implanted.